Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 22-NOV-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed and not detected on bus. A Field Service Engineer (FSE) responded to multiple pocket failures that occurred after the customer rebooted the station due to a drawer failure. Multiple failed rows were identified in drawers 2.1, 2.2, and 4.1. The station was powered down, and the row board cable on the drawer controller was reseated, restoring two of the affected drawers. Drawer 2.1 continued to have a failed row, so the station was powered down again and the row board cable on the row board was reseated, which resolved the issue. The drawers were tested using the Hardware Test Application and passed all tests successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES main drawer 2.1 failed and was not detected on the bus. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.